Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger system cannot be turned on to initialize the implantable neurostimulator (ins) charging. The led lights only flash when placed on the charging base, preventing the patient from charging their ins. They attempted to connect with a clinician programmer and resetting the recharger were unsuccessful; restarting it was impossible. The issue was not resolved and there were no symptoms reported.